Event description:
It was reported that during follow-up, far r-wave oversensing was observed. Patient was asymptomatic. Physician elected not to make any recommended programming changes at this time. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.